Manufacturer narrative:
(B)(4). Date sent: 8/2/2016. Batch # n53v9f. The analysis showed that the ats45 instrument was received with the anvil closed and the closure ring extended from the flex neck due to an insufficient closure ring crimp. No functional test could be performed due to the condition of the device. No conclusion could be reached on why the closure ring crimp was insufficient. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gynecological procedure the first firing was fine, but on the second firing the trigger jammed and the jaws would not close. The procedure was used using a like device. There was no patient consequence.